Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging nose and throat irritation. There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging nose and throat related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device has been returned to the manufacturer, and the evaluation is currently pending. At this time, the manufacturer has determined that no additional information can be obtained to further the investigation. As such, the manufacturer is submitting this as the final report. Should the device evaluation be completed at a later date, and if new, reportable information becomes available, an addendum to this final report will be submitted. Section h6 updated in this report.